Event description:
It was reported that the patient had allergic reaction to the blue part of the purewick female external catheter. Per follow up via phone on 23aug2023, they experienced a rash with use of the purewick female external catheter. It was stated that the patient believed was the allergic to the blue part of the wick, also stated had a cream that had been prescribed by them doctor, previous to experiencing this rash, and they used that for treatment. The patient was no longer using the purewick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: experiencing skin irritation or breakdown at the site and always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had allergic reaction to the blue part of the purewick female external catheter. Per follow up via phone on 23 aug 2023, they experienced a rash with use of the purewick female external catheter. It was stated that the patient believed was the allergic to the blue part of the wick, also stated had a cream that had been prescribed by them doctor, previous to experiencing this rash, and they used that for treatment. The patient was no longer using the purewick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.